Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of adequate capture threshold was observed during a follow-up. Lead was capped and replaced on (B)(6) 2016. Patient was in good condition post-procedure.